Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Patient reported right side pain "from under arm and around lungs and gets big and unable to move" and "previous MRI testing for alcl but it was not confirmed." Healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported "damage" caused during explant surgery via rga. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Use error: no observed issues on the device. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Event description:
Patient reported right side pain "from under arm and around lungs and gets big and unable to move" and "testing for alcl but it was not confirmed." Healthcare professional later reported implant removal from textured to smooth due to the concerns of the product and "damage" caused during explant surgery. Device has been explanted.